Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2024 and suture was used. During the procedure, per user facility medwatch form, # (B)(4), during an unknown procedure; surgeon was using a pack of 0 ethibond excel polyester suture "pops", that comes in an eight pack. These sutures are designed to release from the needle under a certain amount of tension. He states that this pack seemed to release under less than usual tension, altering his suture process, and one needle came free from the suture and fell to the floor, presenting a safety concern of possible mishandling. No injury occurred, but he states this has been happening recently with other packs of this same type of suture. There were no patient consequences reported. Device availability unknown. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h10. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.